Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen displayed a persistent pixel line across the display, and the user declined replacement while planning to monitor for worsening. Symptoms included no reported clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included user-reported troubleshooting and education regarding screen visibility and function. Investigation of this case revealed a display artifact consistent with a screen visibility issue, with no alerts or alarms reported and no impact to device pumping function identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a systemic device malfunction. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.